Event description:
The arjo representative became aware of the event with the involvement of the maxi move passive floor lift. It was reported that during the transfer from the chair to the bed, the caregiver tried to tilt the resident to the sitting position using the lift dynamic positioning system (dps) , the tilt function was not working. The caregiver decided to place the resident back into the chair. During the transfer, the resident changed his position sideways in the sling and the power dps was working again. As a consequence the resident thigh was pinched between the lower frame of the spreader bar and the chair and the leg was twisted. The patient sustained a knee fracture. As a treatment orthopedic surgeon put a soft cast to immobilize the knee. This resident has osteopenia. After the event, the arjo service technician evaluated the device. The device functional test did not reveal any malfunction. The powered dps system was working correctly. The technician could not duplicate the reported problem. The device was working according to the manufacturer¿s specifications. Arjo found that the reported event was a sequence of unfortunate events. During the transfer, the patient¿s leg was jammed accidentally between the lift and the chair. The reported by the customer malfunction could not lead by itself to any serious injury. The patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to the device labeling. Sum up, while the event occurred arjo device was being used for the patient¿s transfer and thus played a role in the incident. No technical malfunction of the device was found. The reported event was a sequence of unfortunate events. The complaint was decided to be reportable as the patient sustained a serious injury as an outcome of the event.

Manufacturer narrative:
The arjo representative became aware of the event with the involvement of the maxi move passive floor lift. It was reported that during the transfer from the chair to the bed, the caregiver tried to tilt the resident to the sitting position using the lift dynamic positioning system (dps) , the tilt function was not working. The caregiver decided to place the resident back into the chair. During the transfer, the resident changed his position sideways in the sling and the power dps was working again. As a consequence the resident thigh was pinched between the lower frame of the spreader bar and the chair and the leg was twisted. The patient sustained a knee fracture. As a treatment orthopedic surgeon put a soft cast to immobilize the knee. This resident has osteopenia. After the event, the arjo service technician evaluated the device. The device functional test did not reveal any malfunction. The powered dps system was working correctly. The technician could not duplicate the reported problem. The device was working according to the manufacturer¿s specifications. Arjo found that the reported event was a sequence of unfortunate events. During the transfer, the patient¿s leg was jammed accidentally between the lift and the chair. The reported by the customer malfunction could not lead by itself to any serious injury. The patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to the device labeling. Sum up, while the event occurred arjo device was being used for the patient¿s transfer and thus played a role in the incident. No technical malfunction of the device was found. The reported event was a sequence of unfortunate events. The complaint was decided to be reportable as the patient sustained a serious injury as an outcome of the event.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was informed about the event related to maxi move device. It was reported that the resident was transferred from a chair to the bed. When the caregiver tried to tilt the resident to the sitting position the powered dps was not working. Due to this fact the caregiver decided to placed the resident back into the chair. During transferring the resident got twisted sideways in the sling and the caregiver got the power dps working again. The resident's leg got twisted resulting in the injury. Resident sustained a knee injury and fracture. The orthopedic surgeon applied a soft cast to immobilize the knee. This resident had osteopenia.